Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the opto-coupler actuators in the foot pedal mechanism were bent. The fe adjusted the actuators and verified that the table locks were functioning nominally.

Event description:
It was reported that the table locks disengaged without foot pedal activation, causing the tabletop to unexpectedly free float in the longitudinal and lateral directions. The condition was discovered during set-up. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.